Event description:
It was reported that the patient with this inflatable penile prosthesis experienced persistent scrotal pain followed by drainage 1-2 weeks post implant procedure. The device was ultimately explanted. The patient is now experiencing multiple cultures growing m fortuitum. No further information was provided.

Manufacturer narrative:
User facility (uf)/importer report # (B)(4).there was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.